Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material could not be identified. In addition, cause of foreign material remained in the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign material at the venting connector of the light guide part of the hysterovideoscope. There was no patient involvement.